Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report presence of air in the left ventricle during use of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing the mr to 1-2. The second clip delivery system (cds) was advanced to the left atrium. While steering down to the mitral valve, air was noted in the left ventricle. It was observed that the user forgot to close the three-way stopcock on the clip introducer. The second clip was not implanted and the cds was removed. Aspiration was performed on the guide and a pigtail catheter was used to aspiration the left ventricle. Medication was given the procedure was discontinued. One clip was implanted, reducing the mr to 1-2. No air remains in the anatomy and the patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported adverse event. It should be noted that the mitraclip xtr/ntr system instructions for use states: confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired. All available information was investigated, and the reported failure to close the stopcock of the clip introducer during the procedure resulted in the reported air embolism. Based on the information reviewed, it appears that the user error contributed to the patient effect of air embolism. It should be noted that the reported patient effect of emboli (thrombus) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.